Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4) .

Event description:
The customer reported via phone call of low blood glucose readings and hospitalization from the insulin pump. The customer's blood glucose reading was 31 mg/dl. The customer stated that she was hospitalized due to low blood glucose readings. The customer had symptoms such as a dry mouth. The customer was advised to disconnect from the pump, and to check if drive support cap is protruded, loose, sticking out or flushed. The customer reported the drive support cap to be normal. The customer was advised to change everything every 2-3 days and that the pump should always be rewound and she should be disconnected during the process. The customer was advised to monitor the pump and call back if the issue persists.